Event description:
Boston scientific received information that oversensing was noted on this system which resulted in pacing inhibition for pacemaker dependent patient. The caller was inquiring about programming options for this patient to be able to receive pacing therapy. The device was removed from service and replaced one day after the clinical observations were reported. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.